Event description:
Additional information: it was reported that a new pump was installed on (B)(6) 2011. An update on the patient was not available.

Event description:
A confirmed motor stall and motor stall recovery was reported initially. It was stated that there were multiple motor stalls and motor stall recoveries in the pump logs dating back to 2011 (B)(6). Patient experienced a change in therapy effect with increased baseline pain. Drug delivered was compounded baclofen 3500mcg/ml at a daily dose of 901mcg. The pump was interrogated on 2011 (B)(6), for a refill when the motor stall was noticed in the dialogue box. The following wednesday a roller study was performed which showed that the rollers were not moving. The patient had stated that he was experiencing increased/intermittent spasms in his lower extremities. The motor stall had not recovered; hcp suspected that the stall was due to the concentration of the baclofen. Hcp had decided to refill the pump with baclofen of a lower concentration (1000 mcg/ml). The plan was to try that option first and if the motor stall still occurred, the pump would be replaced. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709, lot #: l78418, implanted on: 2000 (B)(6), explanted on: unk.

Event description:
Additional information: it was later reported that the motor stall recovered, length of stall was unknown. It was questioned whether it was due to a high concentration of baclofen causing some clogging. A rotor study was done on 2011-(B)(6) and it showed no movement of rotor after 1 minute following a programmed bolus dose. The pump was explanted and replaced on the same date. Patient outcome was noted as non-serious injury/illness.